Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with positive standard. All devices yielded valid and accurate positive results at the 15 minute result read time. The sample is possibly below the lod for sofia sars. Root cause: could not duplicate with retains. Source: phone.

Event description:
Reported 1 false negative sars result for one asymptomatic (off-label use at the time) patient. The customer communicated the result was confirmed negative by molecular (pcr testing).